Event description:
It was reported that a catheter recognition issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when the catheter was connected to the intravascular ultrasound (ivus) system, it was incorrectly identified as an opticross 18. No complications were reported. It was further reported that the device was not used to make treatment decisions. The procedure was completed with another of the same device. The patient was confirmed safe.

Event description:
It was reported that a catheter recognition issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when the catheter was connected to the intravascular ultrasound (ivus) system, it was incorrectly identified as an opticross 18. No complications were reported.